Event description:
The product was broken , the nurse just saw that when she took away the stent introducer protection.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The product was broken , the nurse just saw that when she took away the stent introducer protection.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The product was broken , the nurse just saw that when she took away the stent introducer protection.

Manufacturer narrative:
Device evaluation: 1 x evo-fc-10-11-4-b of lot number c1620467 was returned to cirl for evaluation opened with the outer packaging, the tray and protective tubing was not returned. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11th november 2019. The flexor was observed to be broken approximately 91cm from the handle. Document review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1620467 did not reveal any discrepancies that could have contributed to this issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1620467. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to handling of the device on removal from the packaging or there may have been damage caused to the device during transport/storage which may have been made worse on removal from packaging. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The product was broken , the nurse just saw that when she took away the stent introducer protection FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of "flexor kinked/stretched/broken/compressed". No adverse effects to the patient have been reported as occurring.